Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm sapien 3ur valve. The 29mm s3ur valve successfully implanted.as reported, when attempting to remove the commander 29mm delivery catheter, it became stuck in the sheath. The device was getting caught at the distal tip of the esheath. We promptly removed catheter, wire, and sheath. Sheath inner expandable clear portion had peeled away from sheath. There was no report of patient injury. The patients final outcome was noted to be stable. Per images provided, the esheath appeared to be delaminated and the distal tip was torn. It was unsure what the perceived root cause of the event was.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath liner delamination and sheath distal tip torn were confirmed per evaluation of the returned device imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''when attempting to remove the commander 29mm delivery catheter, it became stuck in the sheath. The device was getting caught at the distal tip of the esheath. Sheath inner expandable clear portion had peeled away from sheath. Images provided, the esheath appeared to be delaminated and the distal tip was torn. It was unsure what the perceived root cause of the event was.'' Per imagery review, tortuosity and calcification were present in the patient's access vessels. Tortuosity and calcification can create sub-optimal angles during withdrawal that may cause non-coaxial alignment between the devices and lead the delivery system to catch onto the distal tip and liner. The force required to withdraw the delivery system could then lead to distal tip tear and liner delamination. As such, available information suggests patient factors (tortuosity, calcification) and/or procedural factors (high withdrawal forces) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.